Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that patient had a fall on (B)(6) 2019. It was further reported that the patient had some leg stimulation /involuntary movement and also pain down butt/leg/shock in butt cheek. And also that the battery flip flops and stimulation was uncomfortable. No trouble shooting so far at the time of the report but patient has an appointment on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the as an action taken to resolve the issues (stimulation in leg, shocking, battery flipped, pain) was that the patient turned the device off and was to subsequently have a revision of the lead. There were no further complications reported or anticipated.